Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a 5fr triple lumen powerpicc catheter. Use residue was observed throughout the catheter. The red lumen was broken off and not returned. Microscopic inspection of the extension tube revealed the plastic was compressed and deformed. The surface of the break was granular and ridged. The features on the break site were consistent with damage caused by material fatigue due to repetitive mechanical stress. This complaint will be recorded for future trending and monitoring purposes. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings in section h11.

Event description:
It was reported by customer that they have a tl PICC from staff that the external portion of the PICC broke off below the hub where the needleless connector on the power lumen. The PICC was inserted on (B)(6) and removed on (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that they have a tl PICC from staff that the external portion of the PICC broke off below the hub where the needleless connector on the power lumen. The PICC was inserted 12/19 and removed (B)(6) 2024. No other information was provided.